Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient was implanted with coloplast minitape and restorelle dfa mesh on (B)(6) 2010. Later the patient experienced urinary retention. On (B)(6) 2010 a foley catheter was inserted for urinary retention.